Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion using the anterograde approach. A 6fr 10cm non bsc sheath was used.the 100% stenosed, focal and chronic total occlusion target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After a 175cm non bsc guide wire crosse the lesion, the 4.0mmx40mmx135cm sterling¿ balloon catheter was advanced for predilaiton. The balloon was inflated for 5 seconds; however, it ruptured at 14 atmospheres on the first inflation due to severe calcification of the lesion. The physician expected that the lesion was dilated enough so the 6mm x 4cm non bsc stent was deployed. It was noted that dilation of the stent was not enough so post dilation was performed using a 4mm x 4cm non bsc balloon catheter. Intravascular ultrasound was performed to confirm that the lesion was dilated sufficiently and the procedure was completed. No patient complications were reported and patient's status is good.